Event description:
Pt had a j & j prosthetic knee inserted in 1996. The pt returned in 2003 to have the knee replacement removed and a second prosthetic knee inserted. The 1996 device was returned to the risk manager in two pieces, with a fracture of the metal device. In addition, the plastic seat showed signficant wear on one side.